Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at work and the receiver was displaying a value of 107mg/dl. The patient indicated that they passed out and their coworker called 911. Prior to passing out, the patient did not feel any symptoms. When the paramedics arrived, they performed a finger stick reading and the bg meter was displaying a reading of 34mg/dl. The patient stated the receiver had no alerted them that they were going low prior to passing out. Treatment from the paramedics was unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.